Event description:
Deflation of left breast implant. Bilateral exchange with mentor devices.

Event description:
Describe event or problem: suspected deflation.

Event description:
Deflation of left breast implant. Bilateral exchange with mentor devices.